Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Surgeon stated that he has large number of patients with femoral loosening of the mako mck femoral cemented implant. He has to revise about 10-20 of these patients and am looking for solutions. He stated that the problem appears to be over resection of the posterior condylar region of the bone resection leading to a rocking horse phenomenon if the cement interface braces down.